Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x and ventrio st. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x which was implanted on (B)(6) 2013. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013- patient was diagnosed with ventral and incisional umbilical hernia thereby underwent laparoscopic repair with implant of composix e/x mesh (device 1). Per op notes, ¿hernia was noted in the abdominal region and was dissected. A composix e/x mesh was placed into the abdominal cavity and was tacked into place with significant overlap covering both defects¿. (B)(6) 2022- patient was diagnosed with recurrent ventral incisional hernia, thereby underwent robotic assisted laparoscopic repair with implant of ventrio st mesh (device 2). Per op notes, ¿extensive adhesiolysis was performed and the hernia defect was identified in lower midline. A portion of composix e/x mesh (device 1) was also noted superior to the hernia defect. A ventrio st mesh (device 2) was placed intra-abdominally and was sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x and ventrio st. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x which was implanted on (B)(6) 2013. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.